Manufacturer narrative:
Citation: hamandi m., et al. Usefulness of thoracic aortic calcium to predict 1-year mortality after transcatheter aortic valve implantation. Am j cardiol. 2021 feb 1;140:103-109. Doi: 10.1016/j.amjcard.2020.10.045. Epub 2020 nov 2. Earliest date of publish used for event date. Medtronic products referenced: corevalve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding use of thoracic aortic calcification status to predict mortality after transcatheter aortic valve implantation (tavi). All data were collected from a single center between july 2015 and july 2017. The study population included 374 patients (predominantly [male], mean age 82 years), 55 of whom were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all medtronic corevalve patients, 11 deaths occurred. It was noted there was an association between severity of thoracic aortic calcification and poor vascular status with all-cause mortality as well as cardiovascular mortality among study patients. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve patients, adverse events included: vascular complications, strokes, transient ischemic attacks (tias) and need for hospital re-admission. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.